Manufacturer narrative:
Device evaluation: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional reported through distributor "nodular images with no changes since previous study", "isolated calcifications of benign appearance" and "rupture". Later healthcare professional reported through distributor "capsular contracture baker grade IV". This record is for the right side. Device was explanted and replaced. It is unknown if device will be returned. Patient was prescribed singulair or accolate.